Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 458 mg/dl, 190 mg/dl, 303 mg/dl, and 358 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.